Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose (bg) level was displayed as ¿high¿; although a specific value was not provided. The customer addressed their bg with a correction bolus via pump. During troubleshooting with technical support, the customer was educated that the pump prioritizes tasks and completes high priority task first. Customer continued to use the pump for insulin therapy.